Event description:
It was reported that lead had measured intermittent high pacing lead impedances. It could be reproduced via physical movement. Capture and sensing were normal. No noise was produced. Chest x-ray was recommended for further investigate.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.